Event description:
It was reported that during a pta procedure, the wire had been advanced through a catheter and the physician felt some resistance. The wire was manipulated back and forth several times and it was noted under x-ray that the wire had broken. It is unknown how the wire was removed. No pt injuries or complications occurred.